Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u(u-100) fixed prime with reservoir in pump and insulin exited. Nurse from hospital called and stated that customer was not able to see screen. Will continue to troubleshoot when customer receives clamp.